Manufacturer narrative:
This report is submitted on february 02, 2017.

Event description:
Per the clinic, the patient experienced skin flap necrosis and breakdown on (B)(6) 2017, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced extrusion of the receiver-stimulator prior to explanting the device. This report is filed on february 21, 2017.

Manufacturer narrative:
This report is filed on march 07, 2017.